Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(6). (B)(4). The returned trapezoid rx basket was analyzed, and a visual inspection noted that the side car rx was torn and pushed back out of specification. The tip of the device presented wastes from procedure. Additionally, it was observed that the sheath was buckled and detached close to the heat shrink. Functional inspection revealed that the basket didn't open. A dimensional inspection confirmed that the exposed metal was out of specification. No other issues were noted. The reported event was confirmed. Based on all available information, the side car rx teat and push back may be related to user manipulation and/or some technique applied during procedure while inserting/removing the guidewire. The detachment and buckling of the sheath may be related to some technique applied by the user while trying to actuate the device and some resistance caused by anatomical factors was presented. This action may have resulted in a tough movement between the coil assembly and the sheath causing the buckle and detachment. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the side car-rx (guidewire channel) was torn and the guidewire came out. Another trapezoid basket was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition following the procedure was reported to be stable. Investigation results revealed the side car rx was pushed back; therefore, this is now an MDR reportable event